Event description:
It was reported that during preparation for procedure, there was a stone fragmentation issue. While checking the console output power it was found that it was below the settings. The output setting was 12w and the output was 10.27w. There was no patient involved.